Event description:
The pt underwent interventional cardiac catheterization. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. There was no indication from the field that the device malfunctioned in any way. The pt became hypotensive and developed hypotensive shock. Cause was considered to be right femoral arterial bleeding with retroperitoneal bleeding. The pt was given protamine 10 mg. More than half an hr later, the reopro drip was stopped. Two units of blood were transfused. The pt was taken for surgical repair of a "hole" in the femoral artery. It was not clear from the available info whether the hole was the arteriotomy itself or another hole in the artery. It is possible that an access site from a previous diagnostic catheterization began bleeding again with the level of anticoagulation therapy given for the interventional procedure. Attempts to obtain add'l info have been unsuccessful.